Event description:
Superficial skin necrosis [skin necrosis]. Blister developed which later burst [injection site vesicles]. Circumscribed swelling on lateral left knee [joint swelling]. Knee pain [arthralgia]. Case description: spontaneous report rec'd on (B)(6) 2009 from a (B)(6) male pt, initials (B)(6), with an unk relevant medical history. The pt rec'd a single injection of synvisc-one into the left knee on (B)(6) 2009. Starting on (B)(6) 2009, the pt experienced knee pain which decreased immediately by (B)(6) 2009. Starting on (B)(6) 2009, the pt felt a circumscribed swelling ("2 euro coin size") on the lateral left knee. There was no warmness or local pain and the knee was "fine." No further info was provided. As of the date of receipt of the report, the pt outcome was not yet recovered. Add'l info was rec'd from treating physician on (B)(6) 2009. The physician stated that the pt's adverse event was a "typical reaction as mentioned in your product insert." The physician also reported that the pt did not have any symptom, stimulus or inflammation. The physician did not want to answer any further questions regarding the case at that time. No further info was provided. Add'l info was received from the pt on (B)(6) 2009. The treating physician was the pt's son who injected the pt with synvisc-one 14 days ago. Following the injection, a blister developed which later burst. The tissue in this area has now become necrotic and the pt has been under the care of a dermatologist. No further info was provided. The qa (quality assurance) investigation results were rec'd on 08-jan-2010. The product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Add'l info was rec'd on 16-apr-2010 from the treating physician. The pt experienced a 1 cm2 superficial skin necrosis which healed 100% within a few weeks. There was no "affection" (swelling, effusion or pain) of the knee joint. No further info was provided. Add'l info was rec'd on 14-may-2010 from the treating physician. The events of superficial skin necrosis and injection site blisters required treatment via local debridement and hydrocolloid dressings. No further info was provided. As of the date of receipt of this report, the overall pt outcome was unk. No further info is expected. MFR's comment: the benefit-risk relationship synvisc one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.